Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a social media post, the patient reported that she cannot drive at night due to halos and glares from oncoming lights.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number.

Event description:
Consumer called regarding issues that she is experiencing. Halos at night. Especially with led lights. Has spoken to surgeon and she said she could possibly remove iol but consumer is concerned about risks. Has seen a retinal specialist and was told lens was in good position and no retinal issues.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she experienced bad halos driving at night. She reports she cannot drive at night. Car headlights are blinding. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.